Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after the implant, the patient experienced small bowel obstruction, abdominal pain, leukocytosis, distention, nausea, vomiting, adhesions, gangrene. Post-operative patient treatment included revision surgery and small bowel resection.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the implantation of a mesh due to a hernia. He had revision surgery 2 months post surgery. The patient experienced multiple surgical revisions, pain, bowel obstruction and recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced an unspecified adverse outcome. Post-operative patient treatment included revision surgery and small bowel resection.